Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/ severe and persistent pelvic pain on both sides/ it was extreme and on a day to day baisis") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, multiparous (((B)(6) 1999, (B)(6) 2000,(B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013)) and miscarriage. Concurrent conditions included obesity. Concomitant products included lorazepam (ativan) since 2013 and sertraline (zoloft) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), blister ("skin blister up"), photosensitivity reaction ("sun sensitivity"), allergy to metals ("allergy to nickel") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), mood swings ("severe mood swing"), suicidal ideation ("thoughts of suicide"), depression ("depression"), panic attack ("panic attacks"), weight increased ("weight gain(extreme gain)"), feeling abnormal ("brain fog"), amnesia ("memory loss") and back pain ("severe and persistent lower back pain/ it was extreme and on a day to day basis"). The patient was treated with surgery (underwent full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal and back pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, mood swings, suicidal ideation, depression, panic attack, weight increased and amnesia outcome was unknown, the blister and photosensitivity reaction had not resolved and the alopecia had resolved. The reporter considered allergy to metals, alopecia, amnesia, back pain, blister, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, photosensitivity reaction, suicidal ideation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: do you allege that essure caused birth defects? Yes after plaintiff breast fed her daughter born in 2013, she began having significant hair texture changes, skin rashes, and hypersensitivity reactions. She is currently seeing a dermatologist to evaluate the issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pain/ severe and persistent pelvic pain on both sides/ it was extreme and on a day to day basis, abnormal bleeding (general), abnormal bleeding (vaginal/menorrhagia), skin blister up, sun sensitivity, allergy to nickel, apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes, migraines, headaches, nausea, severe mood swing, thoughts of suicide, depression, panic attacks, rashes or skin conditions, weight gain (extreme gain), brain fog, memory loss, severe and persistent lower back pain/ it was extreme and on a day to day basis and did you undergo an essure confirmation test? No. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/ severe and persistent pelvic pain on both sides/ it was extreme and on a day to day basis") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, multiparous ((B)(6)1999,(B)(6) 200,(B)(6) 2002,(B)(6) 2004, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013)) and miscarriage. Concurrent conditions included obesity. Concomitant products included lorazepam (ativan) since 2013 and sertraline (zoloft) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), blister ("skin blister up"), photosensitivity reaction ("sun sensitivity"), allergy to metals ("allergy to nickel") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), mood swings ("severe mood swing"), suicidal ideation ("thoughts of suicide"), depression ("depression"), panic attack ("panic attacks"), abnormal weight gain ("weight gain(extreme gain)"), feeling abnormal ("brain fog"), amnesia ("memory loss") and back pain ("severe and persistent lower back pain/ it was extreme and on a day to day basis"). The patient was treated with surgery (underwent full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal and back pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, mood swings, suicidal ideation, depression, panic attack, abnormal weight gain and amnesia outcome was unknown, the blister and photosensitivity reaction had not resolved and the alopecia had resolved. The reporter considered abnormal weight gain, allergy to metals, alopecia, amnesia, back pain, blister, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, photosensitivity reaction, suicidal ideation, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: do you allege that essure caused birth defects? Yes after plaintiff breast fed her daughter born in 2013, she began having significant hair texture changes, skin rashes, and hypersensitivity reactions. She is currently seeing a dermatologist to evaluate the issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/ severe and persistent pelvic pain on both sides/ it was extreme and on a day to day basis"), genital haemorrhage ("abnormal bleeding (general)") and suicidal ideation ("thoughts of suicide / suicidal thoughts") in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included multigravida, multiparous (((B)(6) 1999,(B)(6) 2000,(B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013)), miscarriage, right lower quadrant pain, post coital bleeding and lethargy. Concurrent conditions included obesity, vascular access complication, forgetfulness, mental disorder (mental disorder during pregnancy - baby delivered) and abdominal pain. Concomitant products included lorazepam (ativan) since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), blister ("skin blister up/skin will blister"), photosensitivity reaction ("sun sensitivity"), allergy to metals ("allergy to nickel") with rash, tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abnormal weight gain ("weight gain(extreme gain)") and back pain ("severe and persistent lower back pain/ it was extreme and on a day to day basis / lower back ache"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2013, the patient experienced mood swings ("severe mood swing"), suicidal ideation (seriousness criterion medically significant), depression ("depression") and panic attack ("panic attacks"). On an unknown date, the patient experienced sensitive skin ("skin sensitivity issues") and swelling ("the essure coils made me feel like I was swollen and made the allergy worse"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal and back pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, mood swings, suicidal ideation, depression, panic attack, abnormal weight gain and swelling outcome was unknown, the blister, photosensitivity reaction and sensitive skin had not resolved and the alopecia and amnesia had resolved. The reporter considered abnormal weight gain, allergy to metals, alopecia, amnesia, back pain, blister, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, photosensitivity reaction, sensitive skin, suicidal ideation, swelling, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff alleged that essure caused birth defects. After plaintiff breast fed her daughter born in 2013, she began having significant hair texture changes, skin rashes, and hypersensitivity reactions. She is currently seeing a dermatologist to evaluate the issues. Discrepancy in date of insertion (B)(6) 2013. Insertion details: 2 to 3 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: impression: trace amount of fluid within the endometrium with thickened endometrial stripe up to 1.8 cm. Normal color and spectral doppler flow within both ovaries.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs and mr received: event added- the essure coils made me feel like I was swollen and made the allergy worse. Reporter, medical history and lab test added. Event onset dates were updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ severe and persistent pelvic pain on both sides/ it was extreme and on a day to day baisis') and suicidal ideation ('thoughts of suicide / suicidal thoughts') in an adult female patient who had essure (batch no: a78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included multigravida, multiparous (on (B)(6) 1999, on (B)(6) 2000, on (B)(6) 2002, on (B)(6) 2004, on (B)(6) 2007, on (B)(6) 2009, on (B)(6) 2011, on (B)(6) 2013), miscarriage, right lower quadrant pain, post coital bleeding and lethargy. Concurrent conditions included obesity, vascular access complication, forgetfulness, mental disorder (mental disorder during pregnancy - baby delivered) and abdominal pain. Concomitant products included lorazepam (ativan) since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), blister ("skin blister up/skin will blister"), photosensitivity reaction ("sun sensitivity"), allergy to metals ("allergy to nickel") with rash, tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), feeling abnormal ("brain fog") and amnesia ("memory loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abnormal weight gain ("weight gain(extreme gain)") and back pain ("severe and persistent lower back pain/ it was extreme and on a day to day basis / lower back ache"). In 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced mood swings ("severe mood swing"), suicidal ideation (seriousness criterion medically significant), depression ("depression") and panic attack ("panic attacks"). On an unknown date, the patient experienced sensitive skin ("skin sensitivity issues"), swelling ("the essure coils made me feel like I was swollen and made the allergy worse"), pain in extremity ("painful feet,knees and joint pain"), abdominal pain ("abdominal pain"), arthralgia ("pain in hip "), peripheral swelling ("swelling of limbs"), insomnia ("sleeplessness "), menstrual disorder ("menstrual disorder") and emotional disorder ("breaking down every two months"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal and back pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, mood swings, suicidal ideation, depression, panic attack, abnormal weight gain, swelling, pain in extremity, abdominal pain, arthralgia, peripheral swelling, insomnia, menstrual disorder and emotional disorder outcome was unknown, the blister, photosensitivity reaction and sensitive skin had not resolved and the alopecia and amnesia had resolved. The reporter considered abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, back pain, blister, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, insomnia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain in extremity, panic attack, pelvic pain, peripheral swelling, photosensitivity reaction, sensitive skin, suicidal ideation, swelling, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff alleged that essure caused birth defects. After plaintiff breast fed her daughter born in 2013, she began having significant hair texture changes, skin rashes, and hypersensitivity reactions. She is currently seeing a dermatologist to evaluate the issues. Discrepancy in date of insertion on (B)(6) 2013. Insertion details: 2 to 3 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound pelvis: on (B)(6) 2015: impression: 1. Trace amount of fluid within the endometrium with thickened endometrial stripe up to 1.8 cm. 2. Normal color and spectral doppler flow within both ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/ severe and persistent pelvic pain on both sides/ it was extreme and on a day to day baisis") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, multiparous (((B)(6)1999,(B)(6)200,(B)(6)2002,(B)(6)2004,(B)(6)2007,(B)(6)2009,(B)(6) 2011,(B)(6) 2013)) and miscarriage. Concurrent conditions included obesity. Concomitant products included lorazepam (ativan) since 2013 and sertraline (zoloft) since 2013. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), blister ("skin blister up"), photosensitivity reaction ("sun sensitivity"), allergy to metals ("allergy to nickel") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), mood swings ("severe mood swing"), suicidal ideation ("thoughts of sucide / sucidal thoughts"), depression ("depression"), panic attack ("panic attacks"), abnormal weight gain ("weight gain(extreme gain)"), feeling abnormal ("brain fog"), amnesia ("memory loss") and back pain ("severe and persistent lower back pain/ it was extreme and on a day to day basis"). On an unknown date, the patient experienced pain of skin ("skin sensitivity issues"). The patient was treated with surgery (underwent full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, feeling abnormal and back pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, mood swings, suicidal ideation, depression, panic attack and abnormal weight gain outcome was unknown, the blister, photosensitivity reaction and pain of skin had not resolved and the alopecia and amnesia had resolved. The reporter considered abnormal weight gain, allergy to metals, alopecia, amnesia, back pain, blister, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pain of skin, panic attack, pelvic pain, photosensitivity reaction, suicidal ideation, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: do you allege that essure caused birth defects? Yes after plaintiff breast fed her daughter born in 2013, she began having significant hair texture changes, skin rashes, and hypersensitivity reactions. She is currently seeing a dermatologist to evaluate the issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. New event skin sensitivity issues was added. Outcome of event memory loss, was updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/ severe and persistent pelvic pain on both sides/ it was extreme and on a day to day baisis") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, multiparous (((B)(6) 1999, (B)(6) 200,(B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013)) and miscarriage. Concurrent conditions included obesity. Concomitant products included lorazepam (ativan) since 2013 and sertraline (zoloft) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), blister ("skin blister up"), photosensitivity reaction ("sun sensitivity"), allergy to metals ("allergy to nickel") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), mood swings ("severe mood swing"), suicidal ideation ("thoughts of sucide / sucidal thoughts"), depression ("depression"), panic attack ("panic attacks"), abnormal weight gain ("weight gain(extreme gain)"), feeling abnormal ("brain fog"), amnesia ("memory loss") and back pain ("severe and persistent lower back pain/ it was extreme and on a day to day basis"). On an unknown date, the patient experienced pain of skin ("skin sensitivity issues"). The patient was treated with surgery (underwent full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal and back pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, mood swings, suicidal ideation, depression, panic attack and abnormal weight gain outcome was unknown, the blister, photosensitivity reaction and pain of skin had not resolved and the alopecia and amnesia had resolved. The reporter considered abnormal weight gain, allergy to metals, alopecia, amnesia, back pain, blister, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pain of skin, panic attack, pelvic pain, photosensitivity reaction, suicidal ideation, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: do you allege that essure caused birth defects? Yes after plaintiff breast fed her daughter born in 2013, she began having significant hair texture changes, skin rashes, and hypersensitivity reactions. She is currently seeing a dermatologist to evaluate the issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ severe and persistent pelvic pain on both sides/ it was extreme and on a day to day basis') and suicidal ideation ('thoughts of suicide / suicidal thoughts') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included multigravida, multiparous (B)(6) 1999, (B)(6) 200, (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013, miscarriage, right lower quadrant pain, post coital bleeding and lethargy. Concurrent conditions included obesity, vascular access complication, forgetfulness, mental disorder (mental disorder during pregnancy - baby delivered) and abdominal pain. Concomitant products included lorazepam (ativan) since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), blister ("skin blister up/skin will blister"), photosensitivity reaction ("sun sensitivity"), allergy to metals ("allergy to nickel") with rash, tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abnormal weight gain ("weight gain(extreme gain)") and back pain ("severe and persistent lower back pain/ it was extreme and on a day to day basis / lower back ache"). In 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2013, the patient experienced mood swings ("severe mood swing"), suicidal ideation (seriousness criterion medically significant), depression ("depression") and panic attack ("panic attacks"). On an unknown date, the patient experienced sensitive skin ("skin sensitivity issues"), swelling ("the essure coils made me feel like I was swollen and made the allergy worse"), pain in extremity ("painful feet,knees and joint pain"), abdominal pain ("abdominal pain"), arthralgia ("pain in hip "), peripheral swelling ("swelling of limbs"), insomnia ("sleeplessness "), menstrual disorder ("menstrual disorder") and emotional disorder ("breaking down every two months"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal and back pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, mood swings, suicidal ideation, depression, panic attack, abnormal weight gain, swelling, pain in extremity, abdominal pain, arthralgia, peripheral swelling, insomnia, menstrual disorder and emotional disorder outcome was unknown, the blister, photosensitivity reaction and sensitive skin had not resolved and the alopecia and amnesia had resolved. The reporter considered abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, back pain, blister, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, insomnia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain in extremity, panic attack, pelvic pain, peripheral swelling, photosensitivity reaction, sensitive skin, suicidal ideation, swelling, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff alleged that essure caused birth defects. After plaintiff breast fed her daughter born in 2013, she began having significant hair texture changes, skin rashes, and hypersensitivity reactions. She is currently seeing a dermatologist to evaluate the issues. Discrepancy in date of insertion (B)(6) 2013. Insertion details: 2 to 3 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: impression: 1. Trace amount of fluid within the endometrium with thickened endometrial stripe up to 1.8 cm. 2. Normal color and spectral doppler flow within both ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event¿ emotional disorder¿ was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ severe and persistent pelvic pain on both sides/ it was extreme and on a day to day baisis') and suicidal ideation ('thoughts of sucide / sucidal thoughts') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included multigravida, multiparous (((B)(6) 1999, (B)(6) 200, (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013)), miscarriage, right lower quadrant pain, post coital bleeding and lethargy. Concurrent conditions included obesity, vascular access complication, forgetfulness, mental disorder (mental disorder during pregnancy - baby delivered) and abdominal pain. Concomitant products included lorazepam (ativan) since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), blister ("skin blister up/skin will blister"), photosensitivity reaction ("sun sensitivity"), allergy to metals ("allergy to nickel") with rash, tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), feeling abnormal ("brain fog") and amnesia ("memory loss"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abnormal weight gain ("weight gain(extreme gain)") and back pain ("severe and persistent lower back pain/ it was extreme and on a day to day basis / lower back ache"). In 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2013, the patient experienced mood swings ("severe mood swing"), suicidal ideation (seriousness criterion medically significant), depression ("depression") and panic attack ("panic attacks"). On an unknown date, the patient experienced sensitive skin ("skin sensitivity issues"), swelling ("the essure coils made me feel like I was swollen and made the allergy worse"), pain in extremity ("painful feet"), abdominal pain ("abdominal pain"), arthralgia ("pain in hip "), peripheral swelling ("swelling of limbs"), insomnia ("sleeplessness ") and menstrual disorder ("menstrual disorder "). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal and back pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, mood swings, suicidal ideation, depression, panic attack, abnormal weight gain, swelling, pain in extremity, abdominal pain, arthralgia, peripheral swelling, insomnia and menstrual disorder outcome was unknown, the blister, photosensitivity reaction and sensitive skin had not resolved and the alopecia and amnesia had resolved. The reporter considered abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, back pain, blister, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, insomnia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain in extremity, panic attack, pelvic pain, peripheral swelling, photosensitivity reaction, sensitive skin, suicidal ideation, swelling, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff alleged that essure caused birth defects. After plaintiff breast fed her daughter born in 2013, she began having significant hair texture changes, skin rashes, and hypersensitivity reactions. She is currently seeing a dermatologist to evaluate the issues. Discrepancy in date of insertion (B)(6) 2013 and (B)(6) 2013. Insertion details: 2 to 3 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: impression: 1. Trace amount of fluid within the endometrium with thickened endometrial stripe up to 1.8 cm. 2. Normal color and spectral doppler flow within both ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: upon receiving a internal confirmation, it was confirmed that cases ((B)(4)) are duplicates of each other. All the information from this case was transferred to retention case (B)(4). Events added- abdominal pain, pain in hip, swelling of limbs, sleeplessness, menstrual disorder, painful feet. Reportre added. On 20-mar-2020: social media received: reporter was added, no new clinically significant information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.